Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose and low blood glucose. Customer's high blood glucose was 200 mg/dl and low blood glucose was 40 mg/dl. Customer was not using auto mode. Customer was treated with food for low blood glucose. Based on customer reported customer did not believe insulin pump was over-delivering. The device will not be returned for analysis.